Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events include: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿

Event description:
Complainant in japan was on impella cp smart assist support for non-st-elevation myocardial infarction and left coronary artery aneurysm. During support, the patient developed hemolysis. The impella cp was removed due to the hemolysis and the need for early intervention for cardiac rehab and the patient was escalated to the impella 5.5. Postoperatively, the patient developed acute kidney injury and started continuous renal replacement therapy.

Manufacturer narrative:
The investigation for the hemolysis and renal failure has been completed. No product was returned for evaluation. Data logs were reviewed and no positioning issues or ingestion of biomaterial was noted. The root cause of the renal failure cannot be determined due to limited clinical information. D4-corrected model number f6/f8 should have been left blank in the initial report.